Event description:
It was reported that after a navio assisted tka surgery, the screw to secure the navio handpiece was cross-threaded and unable to be removed. The procedure was completed, without any delay, as they did not longer need the device.

Manufacturer narrative:
Internal complaint reference: case(B)(4).

Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with product mishandling during surgical site assembly/disassembly or decontamination. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.